Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In situ measurements showed affected channels. Hearing impression with the device is still present; however, the user is a child and therefore it is difficult to confirm if there has been a drop in performance.the user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is planned in (B)(6) 2023.

Event description:
In situ measurements showed affected channels. Hearing impression with the device is still present; however, the user is a child and therefore it is difficult to confirm if there has been a drop in performance. The user will be re-implanted on the (B)(6) 2023.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements showed affected channels. Hearing impression with the device is still present; however, the user is a child and therefore it is difficult to confirm if there has been a drop in performance. The user will be re-implanted.